Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Nurse noticed a white material on packaging insert top where box is open glue residue.